Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos-m with drive pcb. In addition, we confirmed that the lg cable connector fluid damage, the cmos-m with drive pcb cloudy (not clear view), the lg cable connector corroded, the distal body dirty, the lg air/water socket cylinder loosened, the distal body worn out, and the insertion flexible tube (ift) discolored; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).